Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information g6 type of report ¿ additional information h2: additional information h6: type of investigation ¿ additional information h6: investigation findings ¿ additional information h6: investigation conclusion ¿ additional information.

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.